Event description:
Per independent repair center statement, the unit would not start. The key failure was the hose clamp for the manifold was leaking/replaced. Additional malfunctions include the inlet filter was missing/replaced, the cabinet filter was missing/replaced, and the zip ties for the heat exchanger were replaced.